Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the gluc3 (glucose hk gen.3) and ldlc3 (ldl-cholesterol gen.3) assays on a cobas c 303 analytical unit. Patient 1, tested with gluc3: the sample initially resulted in a gluc3 value of 29.9 mg/dl and repeated as 103 mg/dl. Patient 2, tested with ldlc3 the sample initially resulted in an ldlc3 value of 8 mg/dl and repeated as 200 mg/dl. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The gluc3 reagent lot was 629487 with an expiration date of 31-jul-2023. The ldlc3 reagent lot was 590647 with an expiration date of 31-oct-2023.

Manufacturer narrative:
Upon review of the alarm trace, sample duplication errors and clot alarms were observed. These are indicators of possible inadequate preanalytical handling. The field service engineer (fse) determined a tear in the rinse tubing and fixed it. The investigation determined the issue identified by the fse was the cause of the event.